Manufacturer narrative:
This report is submitted on may 04, 2022.

Event description:
Per the clinic, the device was explanted on (B)(6) 2022 due to pain at implant site. The patient was reimplanted with a new cochlear device during the same surgery.

Manufacturer narrative:
Device analysis has indicated device failure. This report is submitted on july 5, 2022.